Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a fault code upon interrogation, indicating an extended charge time. The device had been implanted for 75 months and the patient had not been followed for over 3 years.